Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2013-17699 and 1627487-2013-17700. It was reported the pt experienced heating at her scs ipg pocket site while charging. A replacement low energy charging system was sent to the pt. It was also reported the pt is experiencing pain at her pocket site which runs along her leads (off-label) and into her neck. The physician was not determined whether the issue is related to the scs system or not. Additionally, the pt is receiving pain medication to address the issue. On 08/01/2012 st. Jude medical, neuromodulation division sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction numbers: 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.